Event description:
It was reported that the device had an event of giving continuous various alarms even when priming. During investigation found a defective downstream occlusion sensor. This malfunction makes the event reportable. There was no reported patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device had an event of giving continuous various alarms even when priming. During investigation found a defective downstream occlusion sensor. This malfunction makes the event reportable. Review of event log/alarm history found a high alarm displayed: downstream occlusion. There was no 12-month service history reported. The visual and functional testing was performed. The issue can be replicated the report error by testing with 100ml cassette and found defect dso sensor. The most likely cause of the report error is dso sensor and replaced dso sensor to resolve report error. This device passed all functional tests after the repair.